Event description:
It was reported the power output was "unable to overpass 20/30w" (watts). The rf (radio frequency) generator will be returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.